Event description:
It was reported that during a shoulder cuff repair surgery, the tip of the twinfix ultra screw broke while implantation. All the broken pieces were removed from the patient using tweezers. The procedure was completed with non-significant delay using a smith and nephew back up device. The back-up device was used in the originally drilled bone hole. No further complications were reported. Current patient status is good.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, a fractured anchor and some fractured suture material were returned. The distal tip of the anchor is fractured away above the suture window and the distal tip of the insertion device is deformed. There is debris on all returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the suture material specifications found a material certification is required with each lot. A clinical review states the provided photo was reviewed and appears to show a broken (anchor) screw tip still attached to the insertion device. Per the product assessment of material report, ¿based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force.¿ as of the date of this medical investigation, the requested clinical documentation has not been provided; the patient impact beyond the reported is not anticipated, as it was communicated, ¿all broken pieces were retrieved from the patient by tweezers¿ and the patient¿s current status is ¿good.¿ the root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair surgery, the tip of the twinfix ultra screw broke while implantation. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).